Manufacturer narrative:
System component: balloon, model- 72400024, lot sn- (B)(4), mfg date- 09/02/2015, exp date- 08/20/2020, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) cuff and reservoir due to the lack of saline in the reservoir. A patient outcome was not reported.

Manufacturer narrative:
Product analysis found a pinhole in the cuff shell causing fluid loss based on visual and functional testing. The cuff damage is consistent with damage that can occur due to wear at a fold. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Returned product consisted of an ams800 pressure regulating balloon, and occlusive cuff. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded there was a pinhole in the cuff shell at a fold causing fluid loss. Inspection of the remainder of the device presented no other damage or irregularities. The complaint was confirmed for fluid leak. The ams800 pressure regulating balloon was visually and microscopically examined. No leaks were found. Functional tests were not performed due to the confirmed cuff leak. Inspection of the device presented no other damage or irregularities. Product analysis did not confirm a fluid leak. System component: balloon, model- 72400024, lot sn- (B)(6). Mfg date- 09/02/2015. Exp date- 08/20/2020. Gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) cuff and reservoir due to the lack of saline in the reservoir. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. System component balloon model- 72400024 lot sn- (B)(4). Mfg date- 09/02/2015 exp date- 08/20/2020 gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) cuff and reservoir due to the lack of saline in the reservoir. A patient outcome was not reported.